Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's operative report and implant tracking log only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Another emdr file was sent to address the second flat mesh implanted during the same procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records provided to davol by the patient's attorney: (B)(6) 2008 - patient underwent an abdominal hysterectomy with bilateral salpingo oophorectomy, vaginal vault suspension as abdominal sacrocolpopexy, cystoscopy and posterior colporrhaphy with perineorrhaphy. Two bard/davol flat mesh were used. Per operative dictation one mesh was placed on the anterior vagina and the longer strip placed on the posterior vaginal wall with both being joined to create a "y" configuration. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.